Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. In 2005, the patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that device was not functioning. Surgery to explant the device was scheduled.